Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self-testing (est) and no parts were replaced. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a blank screen. There was no report of pt involvement.